Event description:
It was reported that a novum iq large volume pump had an infusion error. This occurred during delivery and the patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Infusion was performed using the device and was working as intended. No physical damage was found. Door sensor, slide clamp sensor, uso sensor, dso sensor, ail sensor and temperature sensor was calibrated. The device passed all the calibration test. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.